Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, a perforation occurred with a small pericardial effusion. No adverse patient effects were reported.